Event description:
Litigation alleges patient had pain and symptoms of a loose implant after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ¿ 01/02/2017 supplemental information received; litigation alleges that patient underwent a revision to address pain and excessive levels of chromium and cobalt

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain. Revision notes reported evidence of unusual reactive tissue, some osteolytic tissue both femoral and acetabular component, abundant amount of brownish-tan tissue and fluid that was tannish brown, dry powdery dry tissue a thick bursa layers, bursitis related to metal on metal debris, stem anteversion at 40 degrees, stem and collar devoid of ingrowth, and necrotic tissues. Surgeon left the cup in place. Cup was not revised and confirmed not loose; however, still included in this complaint due to previously alleged elevated metal ions. There were no lab results provided. Doi: (B)(6) 2006; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported. After review of medical records it was reported that the patient had trauma to his right tibia in the past that cause of the current leg length discrepancy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd 5/1/15 - plaintiff preliminary disclosure form was received, which identified dob. There is no new additional information that would affect the investigation.